Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Concomitant medical products: other relevant device(s) are: product ID: 9735585, version #: (B)(4). The manufacturer representative went to the site to test the navigation system. It was not possible to install the new software for this field action. They complete an "siu query" to update the system software version in other software programs. Then the system was working as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the system's cranial and synergy cranial depth gauge had an inaccuracy. The next step was to perform a software upgrade. Complete "siu query" to update the system software version in other software programs. The manufacturer representative completed a system checkout. They removed the visual mitigation card. No patient was present at the time of the event.